Event description:
Primary stability not achieved. No dvt planning done, underestimated the undercut of the bone and looked too much at the occlusal position and perforated to buccal. The defect was filled and covered with a membrane and allowed to heal.